Event description:
During a volt pfa pulmonary vein isolation procedure, there was a 30 minute delay due to a magnetic sensor error. There were no issues noted during preparation of the volt catheter. The volt catheter was detected by the ensite x system; however, a persistent alert appeared stating: ¿catheter in port 7 has a magnetic sensor issue. Check connections and consider replacing the catheter or its cable.¿ the volt catheter did not display on the system. Multiple troubleshooting steps were performed, including reconnecting the volt catheter, rebooting the system in the correct sequence (dws, amplifier, current generator), and fully disconnecting and reconnecting all components. The issue persisted. A different amplifier port was tested, but the same error message appeared. After approximately 5¿6 full reboots and reconnections, the system finally recognized the catheter, allowing the procedure to proceed.